Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter zip code : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of all risk management documents for the product family of the device involved in this complaint (syringe, needle hub separates) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. CAPA/sa - based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 1 bd syringe 3ml hub separated. The following information was provided by the initial reporter:   it was reported by the consumer that the needle hub separated.   Date of event: unknown. Samples: availability unknown.